Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)") and device dislocation ("migration of essure device (isthmus)") in an adult female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endocrine disorder, gallstones, gerd, anemia, anxiety disorder, depression and thyroidectomy. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, the first episode of menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("acute vaginitis") with vaginal discharge, bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), uterine prolapse ("uterine prolapse") and vulvovaginal pain ("vaginal pressure and cramp"). The patient was treated with surgery (transvaginal hysterectomy) and surgery (underwent transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, the last episode of menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea, weight increased, uterine prolapse and vulvovaginal pain was resolving and the device dislocation and dyspareunia outcome was unknown. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, urinary tract disorder, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. Essure devices were placed on both the right and left with 4 coils noted on the right and 6 coils noted on the left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, menorrhagia, most recent follow-up information incorporated above includes: on 16-apr-2018: pfs+mr received, reporter added, lot number received, concomitant and historical condition added , events added as follows:- abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), infection (bladder/ urinary tract/vaginal) (acute vaginitis), bladder or urinary problems or changes, migration of essure device (isthmus), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube (s)), weight gain, other injuries or complication (uterine prolapse). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)") and device expulsion ("migration of essure device (isthmus) / migration of essure device location of device: uterus") in an adult female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endocrine disorder, gallstones, gerd, anemia, anxiety disorder, depression and thyroidectomy. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis") with vaginal discharge. In (B)(6) 2015, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vagianl pressure and cramp"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery ((B)(6) 2015 (total hysterectomy (uterus and cervix removed) - transvaginal hysterectomy)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, vaginal infection, bladder disorder, urinary tract disorder, weight increased, uterine prolapse and vulvovaginal pain was resolving, the device expulsion, depression and anxiety outcome was unknown and the menorrhagia, dyspareunia and dysmenorrhoea had resolved. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, urinary tract disorder, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. Essure devices were placed on both the right and left with 4 coils noted on the right and 6 coils noted on the left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " depression, mental anguish" were added. Concomitant drug are added. Outcome of events " menorrhagia, dysmenorrhea, dyspareunia, pain" are recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)") and device expulsion ("migration of essure device (isthmus) / migration of essure device location of device: uterus") in a 31-year-old female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endocrine disorder, gallstones, gerd, anemia, anxiety disorder, depression and thyroidectomy. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin), micropil plus (femcon fe) and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 12 days after insertion of essure (ess205), the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis") with vaginal discharge. In (B)(6) 2015, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pressure and cramp"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery ((B)(6) 2015 (total hysterectomy (uterus and cervix removed) - transvaginal hysterectomy)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, vaginal infection, bladder disorder, urinary tract disorder, weight increased, uterine prolapse and vulvovaginal pain was resolving, the device expulsion, depression and anxiety outcome was unknown and the menorrhagia, dyspareunia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, urinary tract disorder, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. Essure devices were placed on both the right and left with 4 coils noted on the right and 6 coils noted on the left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet- event outcome of abnormal bleeding (vaginal) was updated to recovered/ resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s)') and device expulsion ('migration of essure device (isthmus) / migration of essure device location of device: uterus') in a 31-year-old female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included endocrine disorder, gallstones, gerd, anemia, anxiety disorder, depression and thyroidectomy. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe) and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 12 days after insertion of essure (ess205). In (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis") with vaginal discharge. In (B)(6) 2015, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pressure and cramp"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post procedural complication") and urinary tract infection ("uti"). The patient was treated with surgery ((B)(6) 2015 (total hysterectomy (uterus and cervix removed) - transvaginal hysterectomy) and underwent transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, dyspareunia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea and vulvovaginal candidiasis had resolved, the vaginal infection, weight increased, uterine prolapse and vulvovaginal pain was resolving and the depression, anxiety, post procedural complication and urinary tract infection outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, post procedural complication, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. Essure devices were placed on both the right and left with 4 coils noted on the right and 6 coils noted on the left. Patient received treatment for pain, bleeding, migration, perforation, bladder or urinary problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event uti added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s)") and device expulsion ("migration of essure device (isthmus) / migration of essure device location of device: uterus") in an adult female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endocrine disorder, gallstones, gerd, anemia, anxiety disorder, depression and thyroidectomy. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen) since june 2007. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In october 2015, the patient experienced vaginal infection ("acute vaginitis") with vaginal discharge. In november 2015, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vagianl pressure and cramp"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (14dec2015 (total hysterectomy (uterus and cervix removed) - transvaginal hysterectomy)) and surgery (underwent transvaginal hysterectomy). Essure (ess205) was removed on 14-dec-2015. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, vaginal infection, bladder disorder, urinary tract disorder, weight increased, uterine prolapse and vulvovaginal pain was resolving, the device expulsion, depression and anxiety outcome was unknown and the menorrhagia, dyspareunia and dysmenorrhoea had resolved. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, urinary tract disorder, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. Essure devices were placed on both the right and left with 4 coils noted on the right and 6 coils noted on the left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s)') and device expulsion ('migration of essure device (isthmus) / migration of essure device location of device: uterus') in a 31-year-old female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included endocrine disorder, gallstones, gerd, anemia, anxiety disorder, depression and thyroidectomy. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe) and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 12 days after insertion of essure (ess205). In (B)(6) 2015, the patient experienced vaginal infection ("acute vaginitis") with vaginal discharge. In (B)(6) 2015, the patient experienced uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pressure and cramp"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), vulvovaginal candidiasis ("candial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2015 (total hysterectomy (uterus and cervix removed) - transvaginal hysterectomy) and underwent transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, dyspareunia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea and vulvovaginal candidiasis had resolved, the vaginal infection, weight increased, uterine prolapse and vulvovaginal pain was resolving and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, post procedural complication, urinary tract disorder, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. Essure devices were placed on both the right and left with 4 coils noted on the right and 6 coils noted on the left. Patient received treatment for pain, bleeding, migration, perforation, bladder or urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events " post procedural complication, candida vaginosis" were added. Outcome of events " bleeding, migration, perforation and bladder/ urinary problems" were updated as recovered. Reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent transvaginal hysterectomy). At the time of the report, the device dislocation, menorrhagia, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.